Event description:
Pt reported that several weeks ago they switched to their back-up device because this device was "losing time" (10+ mins.) Throughout the day. Pt's blood glucose was not affected, and no treatment was received.